Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed as planned. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked and upon troubleshooting, the fse found the issue with the ER control module. Since nobody was touching the module anymore, the c-arm moved a little. To resolve the reported issue, the fse replaced the control module tilt flex ER, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm moved on its own. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.